Event description:
Information received regarding the explanted device notes a suspected insulation failure. The pulse generator was programmed to aai. When there was a drop in impedance, the output was increased. This caused pectoral twitch. Atrial fibrillation was also observed.